Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical conclusion: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the abdominal pain and vaginal bleeding that resulted in the patient¿s hospitalization. However, it is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination.

Event description:
Peritoneal dialysis nurse reported that on (B)(6) 2018 the patient was re-admitted to the hospital for possible peritonitis and vaginal bleeding. The patient was discharged on (B)(6) 2018. The patient¿s physician attributed the peritonitis to gyn issues. There was no allegation of device malfunctions that could contribute to peritonitis. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."